Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the prestataire mechanism problem / cannula insertion. The patient's blood glucose values were not provided. There is no further information provided.